Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
This is report 4 of 4, for the flexicap involved in this event. This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. Two days later the patient was hospitalized for the event. On an unknown date, the patient was treated with fortaz ip (dose, frequency, dates unknown). Seven days later, the patient was discharged from the hospital and was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was treated with fortaz ip (dose and frequency not reported).